Event description:
It was reported that the analyzer was used for lead analysis, it would not display the markers correctly. The connector (pig tail) switch (short adapting cable) was replaced, and the issue was still present. The analyzer was replaced and the issue was resolved. The analyzer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).